Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported hyperesthesia. The implant tmmb13 in dental site 11 was removed. Delay in the procedure was reported.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp tm 3.7mm mtx,13mm (tmmb13) has been returned for investigation. Visual evaluation of the as returned product identified minor signs of use and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per, the patient had unknown bone density. The reported device was located on tooth # 23 (fdi) and was implanted and removed on the same day. The customer did not provide pictures or x-rays. Device history record (DHR) review was completed for the subject lot number (1219714). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1219714) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive root cause could not be identified.